Event description:
It was reported that the device was set at one rate, but delivering the fluid at another rate.

Manufacturer narrative:
The pump was sequestered at the facility. Manufacturer has requested that the device be returned for eval. Device eval results will be submitted when eval is complete.